Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported painful stimulation on left ¿waist¿, nausea and resolving headache. It was unknown what contributed to the issue. During troubleshooting patient went through programs 1-7, program 3 did not have painful stimulation at waist . Lead is still connected to ens, ¿waist¿ stimulation resolved after program change, patient instructed to contact physician for her headache that is resolving and nausea. No further complications were reported or anticipated.

Manufacturer narrative:
G5: PMA/510(k) number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the patient¿s stimulation at the waist was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep)/ hcp (healthcare professional): it was unknown whet her there were any external/environmental/patient factors that may have caused or contributed to the painful stimulation on left ¿waist¿, nausea and headache. The actions/interventions were taken to resolve the painful stimulation on left ¿waist¿ were the lead was removed. Patient weight was unknown. No further complications were reported or anticipated.